Event description:
Device malfunction: clip mislocation. Time of device malfunction: after vessel closure. Symptoms/ae: hypotension, retroperitoneal bleed. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, fifteen minutes after uneventful clip deployment, the access site began to bleed. After applying manual compression to stop the bleeding, hypotension developed. Exploratory surgery identified a retroperitoneal bleed and that the clip has deployed in the subcutaneous tissue tract. The starclose se clip was surgically removed and the artery was surgically repaired. The patient was discharged one week later with complete resolution of the hypotension and retroperitoneal bleed. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Improper method - patient selection; the instructions for use (IFU) for the starclose se device state, "special patient populations: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients who are morbidly obese." - the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.